Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot#: va0uvhc, implanted: (B)(6) 2015, product type: lead; product ID: 3389s-40, lot#: va0uvhc, implanted: (B)(6) 2015, product type: lead; product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension; product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot#: (B)(4), ubd: 18-feb-2018, UDI#: (B)(4); product ID: 3389s-40, serial/lot#: (B)(4), ubd: 18-feb-2018, UDI#: (B)(4); product ID: 3708660, serial/lot#: (B)(4), ubd: 30-apr-2019, UDI#: (B)(4); product ID: 3708660, serial/lot#: (B)(4), ubd: 30-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported upon interrogating an end of service (eos) battery prior to battery replacement it was found there were impedance values in the ¿investigate¿ zone on contact three on the left stn (7,105, 8,528, 7,961, and 5,584), and contact 11 on the right stn (5,994, 6,962, 6,248, and 4,681). During the battery change procedure, the impedances worsened, only on the left stn, to contact two being in the high and open range. The surgeon performed troubleshooting by cleaning and drying the extension wire, trying to suction out the neurostimulator itself, and making sure the wire was seated all the way down. The cause of the issue was unknown and remained unresolved. The hcp had no further information for the rep. It was noted the hcp was notified the device should be returned to the manufacturer, but it was discarded by the facility. No patient symptoms or further complications were anticipated. Relevant medical history includes parkinson¿s disease and movement disorders.